Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data analysis was performed. The logs indicated that the sensor session began on 02/05/2026 at 6:20 pm with wearable serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on 02/15/2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (2/10/2026) the egvs were within target range the entire day with the highest egv recorded as 230 mg/dl and the lowest egvs recorded as 100 mg/dl. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. According to the patient, she had been in and out of the hospital since november and she had 6 defective sensors. Dexcom technical support reportedly attempted to gather additional information, but she refused to provide further details about the sensor issue and hospitalization and she ended the call. It could not be confirmed whether there is any allegation that the sensor caused her hospitalization. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.